Manufacturer narrative:
Investigation included customer interview and troubleshooting. Investigation of this case revealed normal device performance and use error. It was concluded that the device operated as expected and the event was attributable to use error.

Event description:
It was reported that the user was unable to unlock the ilet pump, and a companion successfully unlocked the device without issue after being asked to try, indicating user education and troubleshooting resolved the concern. Symptoms included no reported clinical effects. Outcomes included no impact on activities of daily living and no medical intervention.